Event description:
It was reported that: the patient is complaining of pain in his mid-thigh incision, claiming that it is inflammed and reddish. He further reports he also had surgery in his right hip where a rejuvenate hip was used in (B)(6) 2011 with dr. (B)(6) no symptoms were reported with the right hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.